Event description:
The customer reported that while the unit was in use on a pt, the unit stopped pumping, the display blanked out, and an audible alarm sounded. The pt was switched to another unit and therapy was continued. No pt injury was reported.